Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report of decreased flow through the apex hp m adult hollow fiber membrane oxygenator during a procedure. The pt was hemodiluted in order to decrease hematocrit levels. During re-warming the flow increased and the case was completed. It was reported that a pt is stable.